Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2021. Additional information was requested, and the following was obtained: patient: (B)(6). Gender: male dob: (B)(6) 1963 (67). Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, at an outside facility, he had a egd/bravo on (B)(6) 2020. I have attached the egd report. I don¿t have access to the bravo results. It is unknown if he completed a manometry study. On what date did the implant take place? (B)(6) 2021. What is the lot number of the linx device? Unknown, the linx device was placed at an outside facility, however, I have attached the op report. When using the linx sizing device what technique was used to determine the size? Yes. Did the patient have an autoimmune disease? Yes, psoriatic arthritis. Is the patient currently taking steroids / immunization drugs? Yes, apremilast (otezla) 30 mg tablet take 30 mg by mouth 2 times daily. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, ¿he states he has had gerd since childhood and had undergone several dilatations for schatki's ring. ¿ how severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and inability to belch? Yes, gas/bloat. Besides the reported dysphagia and inability to belch, what was the reason for removal of the linx device? Gas/bloat. Was the device found in the correct position/geometry at the time of removal? Yes. Additional information was provided for review by ethicon medical safety officer. Following are their observations: I reviewed the additional information received regarding this complaint. Preoperative tests before linx placement confirmed a stricture at the gej with grade I esophagitis on endoscopy. Operative report at time of linx placement showed a small hiatal hernia that was repaired together with placement of a 17-bead device.

Manufacturer narrative:
(B)(4). Date sent: 7/29/2021 correction on follow up (B)(4) : d6a.

Manufacturer narrative:
(B)(4). Gastrointestinal system (e10)attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results?on what date did the implant take place?what is the lot number of the linx device?when using the linx sizing device what technique was used to determine the size?did the patient have an autoimmune disease?is the patient currently taking steroids / immunization drugs?did the patient have any pre-existing dysphagia or other conditions (other than gerd)?how severe was the dysphagia/odynophagia before intervention?were there any intra-operative complications during implant?was there any hiatal or crural repair done at the same time as the implant?were there any other contributing factors that led to the removal of the device other than the reported dysphagia and inability to belch?besides the reported dysphagia and inability to belch, what was the reason for removal of the linx device?was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device was explanted on 4/22/2021 due to dysphagia and the inability to belch.